Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Pt reported that her infusion device was beeping continuously and she could see a 3.0 at the top of the infusion device display screen. She stated that the power pack had been used in the infusion device for about one month. The pt was aware of the power pack recall, but thought that she was supposed to change her power pack every 4 weeks. She was advised that she needed to change her power every 2 weeks. The pt did not have any replacement power packs with her, but stated that she would insert a new power pack when she got back to her hotel. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.